Event description:
Same case as MFR ID # 2134265-2012-02510, 2134265-2012-03004, 2134265-2012-03006. (B)(4) study. It was reported that after a stenting treatment procedure, the patient developed in-stent restenosis. The subject was enrolled into (B)(4) study in (B)(6) 2011. The target lesion #1 was a bifurcated lesion extending from lmca (left main coronary artery) to proximal lad (left anterior descending artery) with 75 % stenosis and was 58 mm long with a reference vessel diameter of 4.5 mm. The target lesion #1 was treated with pre-dilatation and placement of 4.5x12mm taxus element stent, 4.0x20 mm taxus element stent and 3.0x32mm taxus element stent in overlapping fashion. Following post dilatation, residual stenosis was 0%. The target lesion #2 was located in the svg (saphenous vein graft) to 1st ob marginal (obtuse marginal) with 80% stenosis and was 22 mm long with a reference vessel diameter of 3 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 28 mm taxus element stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject was suspected to have developed silent ischemia. In (B)(6) 2012, angiography revealed target lesion with the previously placed stent in the lmca was free of significant stenosis. The target lesion #1 in the lad with previously implanted stents revealed critical in stent restenosis of the proximal vessel, sub-occlusive stenosis of the mid vessel, and critical stenosis of the thin distal lesion. In (B)(6) 2012, the 80% focal in-stent restenosis of the previously placed study stent located in the svg to 1st ob marginal was treated with balloon angioplasty with 0% residual stenosis and the subject was discharged.

Manufacturer narrative:
Device is a combination product. Event date: (B)(6) 2012. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).